Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during an ipg replacement procedure (MFR. Report no. 3006630150-2019-07227) the patients lead got stuck in the ipg and physician cut the lead tail. It was also reported that the patient could not get bilateral coverage due to only one lead column of contacts working and the physician believed the lead was damage. The patient underwent a lead replacement procedure. The patient was doing well postoperatively.